Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. She sought treatment for her symptoms from multiple physicians but was unable to resolve them. As a result of plaintiffs constant pain and suffering, her treating physician recommended that she undergo surgery to have the essure coils removed. On or around (B)(6) 2016, she underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc ((B)(4)) received on 24-jun-2016: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain / increasingly severe pain/ constant pain. She underwent a hysterectomy to have the essure coils removed, approximately 6 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. Patients medical history and concomitant conditions were not mentioned. Despite the limited information, given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain/ constant pain') and embedded device ('bilateral essure coils embedded within the lumina of the fallopian tube stumps') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, paratubal cyst, uterine bleeding and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), pelvic discomfort ("increasingly discomfort") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (davinci robotic total hysterectomy, right salpingo-oophorectomy, left salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, abdominal pain, back pain, pelvic discomfort and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, embedded device, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coils embedded within the lumina of the fallopian tube stumps. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information, patient medical history, event: embedded device added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain/ constant pain') and embedded device ('bilateral essure coils embedded within the lumina of the fallopian tube stumps') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, paratubal cyst, uterine bleeding and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), pelvic discomfort ("increasingly discomfort") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (davinci robotic total hysterectomy, right salpingo-oophorectomy, left salpingectomy.). Essure was removed on 4-jan-2016. At the time of the report, the pelvic pain, embedded device, abdominal pain, back pain, pelvic discomfort and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, embedded device, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coils embedded within the lumina of the fallopian tube stumps. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.